Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06361. It was reported the pt was experiencing stimulation in unintended areas. It was also reported the pt was no longer receiving adequate coverage. Reprogramming was unsuccessful. As a result, one of the pt's leads was explanted and replaced with a different model. Adequate coverage was regained post-op. The explanted product will not be returned to sjm.